Event description:
It was reported by service report that the power inlet was cracked with a potential for exposed electrical wires. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
(B)(4): power inlet.